Event description:
Received notification from abbott db care re: some test strip lots for our hospital's poct blood glucose meter programs meters producing control solution results out of range. Notification states patriot blood glucose results are unaffected. Problem with reliability/accuracy of low control solution. Abbott reports low control solution used by the precision xceed pro glucose meter and strips (certain lots) may produce result higher than actual control level. No adverse events identified.